Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht70 plus ventilator would not allow the patient to breath. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.